Event description:
Patient was admitted to the electrophysiology lab in preparation for an atrial fibrillation ablation. The physician obtained venous access and when the micro-puncture device was removed, the distal tip was bent to a 45 degree angle. According to staff, there were no obvious structure defects noted prior to inserting the device nor was resistance felt at the time of insertion. This was the second time the catheter was noted to be bent (different patient, same lot number) when removed after obtaining access.